Manufacturer narrative:
Concomitant products: product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010; product type extension; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010 , product type extension; product ID 3391s-40, lot # v525595, implanted: (B)(6) 2012, product type lead; product ID 3391s-40, lot # v525595, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient had two deep brain surgeries. It was noted the first one did not help very much. It was stated they replaced with new leads. It was stated they were adjusted once per month. It was noted the second surgery had ¿helped some¿ but the patient still had severe obsessive compulsive disorder (ocd). It was noted it did not help much and was not better than the first implant.